Event description:
Customer reports that insulin pump is over delivering insulin. No blood glucose level given. Customer declined troubleshooting. Customer was advised insulin pump will be replaced. No further info provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The units left on the status screen matched the units left in the reservoir during testing. No cosmetic damage noted on the insulin pump. The device communicated properly with test minilink transmitter and glucose sensor simulator. No sensor anomaly noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).